Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life with damage/moist) issue. The reporter alleged that battery life was shorter than expected. In addition, it was reported that the battery compartment was cracked. Furthermore, it was reported that evidence of moisture ingress was observed on the inside of the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1; date of submission: (B)(6) 2015. Device evaluation: the pump has been returned, and it was evaluated by product analysis on (B)(6) 2015 with the following findings: the reported battery life issue could not be adequately investigated due to a failure of the pump to power on; no conclusions could be determined in regards to the reported battery life issue. The battery compartment was observed to be cracked from the threads to the case seal: the reported battery compartment damage was confirmed during the analysis. Evidence of moisture damage was found on the inside of the battery compartment. A battery cap was not returned with the pump; a test battery cap, which was unable to secure to the suspect pump case per the instructions for use (IFU), was used during the analysis. The pump failed to power on due to internal moisture damage, as confirmed by the absence of the auditory cue, vibratory cue, and visual display. The pump failed a leak test due to a battery compartment leak. The pump case was removed, and further evidence of moisture ingress was found on internal components. The reported moisture ingress issue was confirmed during the analysis. User error caused or contributed to the occurrence of moisture ingress, as the instructions for use instruct the user to refrain from exposing a damaged pump to moisture. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.